Manufacturer narrative:
The user-reported flow rate issue cannot be confirmed. The affected device was never returned to zyno medical for evaluation.

Event description:
The customer requested a service request on 2015 due to a flow rate accuracy issue.